Event description:
It was reported that the home patient (hp) was feeling bloated and in pain during drain two on the home choice (hc). The care giver (cg) stated the hp drained 4502ml and then performed a manual drain of 150ml, which made the total drain volume equal to 4652ml. The fill volume was 2900ml. The technical service representative (tsr) explained to the cg that during drain cycle two, the machine pulled off the remaining ultra filtration volume from cycle one. As a result, the volumes reported do meet the criteria for an increased intra-peritoneal volume (iipv) event. The tsr arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unknown date in 1995. The device was not returned for evaluation. A device history record review and a service history record review did not reveal any issues that could have caused or contributed to the reported condition. Should additional relevant information becomes available, a supplemental report will be submitted.